Manufacturer narrative:
The return of the device has been requested but it has not been received at this time. When a full investigation has been carried out a supplemental report will be submitted.

Event description:
During a routine dfr surgery a size small, long stemmed metal cased rotating hinge tibial component was selected, checked and opened. The device was product code mkrhm/smlg lot no. A7915. All outer and inner labelling matched these details. On opening the product it was noted that the implant was in fact a size standard long stemmed metal cased rotating hinge component. A second implant was opened and the case continued without further incident or delay. Stanmore reference: (B)(4).

Manufacturer narrative:
In november 2016, stanmore implants worldwide initiated a field safety corrective action which included (B)(4) for product mix, reference stanmore # (B)(4). Future remittance of information will be done through the (B)(4).

Event description:
During a routine dfr surgery a size small, long stemmed metal cased rotating hinge tibial component was selected, checked and opened. The device was product code mkrhm/smlg lot no. A7915. All outer and inner labelling matched these details. On opening the product it was noted that the implant was in fact a size standard long stemmed metal cased rotating hinge component. A second implant was opened and the case continued without further incident or delay. This is a supplemental report to 3004105610-2016-00096 ((B)(4)).